Event description:
It was reported that during a lap right hemicolectomy procedure, the handpiece has a solid tone when activated. Generator errors relating to the handpiece when shears are activated. There was no patient consequence.

Manufacturer narrative:
(B)(4): eval summary: the hand piece was returned with a loose mount. It was tested on a generator and no error code 3 was noted; however, a squealing noise was heard. The handpiece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.